Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "pacer device failure" and "paddle failure" messages. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received that device for eval and this complaint is still under investigation.